Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that power must have been lost within 15 minutes after the vad stopped alarm at 10:07:40 am on (B)(6) 2015, since the next data entry is not until the controller power up at 10:41:09 am. The controller was not powered up for approximately 34 minutes. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The power disconnect events were most likely caused by an unintentional disconnection of the controller and batteries. The no power alarm functioned as expected during bench testing. There is no evidence to suggest that the reported event was caused by a device malfunction. The reported event could not be confirmed during testing. The critical battery alarm was due to the battery on power port 2 registering below 10% rsoc. The no power alarm worked as expected during bench testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient "had a self-inflicted double power disconnection on the controller, unintentionally." "After patient noticed the accidental separation of the two power sources, both batteries were reconnected immediately." It was stated that the "patient was the entire time circulation stable." Patient stated that the "controller during the power-disconnect did not show any alarm (the no-power-alarm)." An elective controller exchange was performed by the perfusionist. It was stated that there were "no effects on patient, and the patient was without any problems and symptoms the whole time." It was mentioned that the controller was "exchanged from hospital." The perfusionist inspected the controller and log files and noted "power down was confirmed and the testing of the alarm (after the exchange) shows that the length of the no-power-alarm was very short (few seconds), followed by an additional beep after 1-2 seconds." It further showed the "power off alarm occurred when the battery was connected/ disconnected, but the tone stopped after 3-4s and reoccurred for 2s after a 2s pause." No additional information provided. Investigation is ongoing.